Manufacturer narrative:
Additional narrative: manufacturing location: (B)(4). Manufacturing date: 31.jul.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation is performed. One trochanteric fixation nail advance (tfna) guide sleeve was received at customer quality (cq) for evaluation. There are several small nicks/dents on its thread form. Otherwise, the device shows minor wear. This complaint is confirmed as the major thread form on the returned guide sleeve measured in several locations exceeds specification of max. Complaint condition says guide sleeve would not disengage from the aiming arm. Only the guide sleeve was returned for evaluation. It should be noted that in order to engage the guide sleeve to the aiming arm, a buttress/compression nut (part# 03.037.016) and aiming arm locking device (part#03.037.015) is required in addition to the aiming arm. Therefore, this complaint was not able to be replicated at customer quality (cq) as the aiming arm, buttress compression nut and locking clip device were not returned for evaluation. The major thread form on the returned guide sleeve measured in several locations exceeds specification of max. Corrective and preventative action (CAPA) and recall were already initiated from a previous complaint file to address the guide sleeve not fitting with the aiming arm due to the diameter of the sleeve being out of specification. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Relevant drawings were reviewed during this investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Therapy date is unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail advance (tfna) procedure the guide sleeve would not disengage from the aiming arm. Case was delayed by 2-3 minutes. Another guide sleeve was available. The procedure was successful. Patient outcome unknown. No additional information. This complaint involves one (1) device. Concomitant devices reported: aiming arm (part # unknown, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).